Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was respiratory arrest. The patient was at home at the time of death, having been released from the hospital under hospice care one month and two days earlier. It was not reported if an autopsy was performed. Automated peritoneal dialysis therapy was ongoing at the time of death. It was reported that the patient was not performing therapy at the time of death. No additional information was available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted